Event description:
Caller reported cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. The caller followed complete pump reset instructions provided by technical support and successfully restarted their sensor session, resolving the issue.